Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for in-clinic device check. Cyber-security upgrade was attempted but failed mid-process sending the device into bvvi mode. Patient felt palpitations as a result. The device was restored. Nurse opted not to perform the cyber-security update after the device restoration. The patient was in stable after the event and will continue with normal follow-up.